Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple knives were noted to be incorrectly placed in the product package and were subsequently dull during surgery. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Three opened knife samples were received for the report of being dull and the plastic was not covering them correctly. Two of the knives were received in blade protector trays inside of blister packages and one knife was received in a blade protector tray inside of a unit box. The returned knife samples were visually inspected. Two samples were found to be nonconforming with damaged cutting edges and one sample was nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damaged condition of the samples. The returned blister packaging was visually inspected. One blister was damaged during removal of the sample, one blister was found to be conforming and the third sample did not have a blister to inspect. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The exact root cause for the nonconforming knives could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A root cause for the report of plastic not covering correctly could not be determined. The sample packaging met specifications. The product was packaged to specifications and the exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and tip exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).